Event description:
Company representative was contacted by a customer to state that an inserted catheter was leaking infusate. The customer reported that the catheter was inserted a month ago. The floor staff called the IV team because the catheter was not flushing and leaking at the site as well as swelling near the insertion site and not flushing. Initially he felt that the line may have been damaged by staff on dressing change. A video taken by the customer showed a leak at the 0 cm mark. The customer reported that the catheter was discarded upon removal. .